Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The log files showed that the emergency stop switch was pressed. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system locked up. No pt injury was reported.